Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that, during an acl procedure, the platinum blade was leaving metal debris in the knee joint. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation in a bio bag. A visual inspection revealed that the color scheme of the devices matches the print, the device has sharp teeth on the inner blade and good edges on the outer blade. There is minimal scoring on the inner blade shaft, and bio debris is present. A functional evaluation was performed on the returned device and found that when connected to a reference mdu, it spins as intended without grinding, seizing, or unexpected noise. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H2: corrected data on: h6 (impact code).